Event description:
It was reported that core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed under intracardiac echocardiogram (ice) imaging. The laa anatomy was an anterior chicken wing. A watchman fxd curve access system (was) and 31mm watchman flx pro closure device and delivery system (wds) were prepped and inserted. The wds was deployed in the laa too proximally, and a recapture was performed and device struts collapsed against the limbus of the laa as a result of wire bias and tug did not improve position. A second partial recapture of the wds was initiated but before completion, the core wire became detached from the closure device. Upon trying to reconnect core wire to partially deployed closure device, the device prematurely deployed further. Ice assessed 20 percent compression with no leaks and only a one-third shoulder in the pa view on the limbus side. The physician decided to leave the closure device implanted and evaluate by computed tomography (CT) imaging to further assess position. There were no patient consequences reported.